Manufacturer narrative:
We assume that a use error is the root cause for this incident. The user is advised in the instructions for use (IFU) as follows concerning any modification of the product, including dissasembly and assembly: "[...] You will certainly understand that maquet can be held responsible for the safety technology features of the product only if assembly, enhancements, readjustment, modifications and repairs are made exclusively by our service department or by an authorized agent and if the unit is used in full compliance with the operating instructions." This is what happened here, since the user relocated the wall panel. This kind of assemby is not described in the IFU. The manufacturing documentation of the affected product was checked and no deviations in relation to the described issue were found. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference # (B)(4).

Event description:
The following was reported. The control panel (115095a0) was moved from one operating room to another room. When a staff member removed a part of the product used to mount it on the wall, he cut his finger on a sharp edge. This injury was treated with two stitches. Manufacturer reference# (B)(4).